Event description:
Plexi-pulses on both feet caused ulcerations of achilles areas and to both heels. Currently being treated for wounds. Plexi-pulses were put on too tight and there were no socks on the pt. Plexi-pulses were working properly per wound care nurse. Reviewed with cco who agreed that was a user error and not equipment failure issue. Fyi: late reporting d/t initially thought event was not reportable because it was determined to be user error.